Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The acetabular graters have accumulated rust.

Manufacturer narrative:
The acetabular graters have accumulated rust. Examination of the returned devices confirm the report. In this and previous evaluation, it has been determined the root cause is user error in improper cleansing. Review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. The returned samples were produced between 2009-2014 respectively. Corrective action has not been indicated. Reference (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.